Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited high capture threshold, and the helix exhibited rotation issues. The atrial lead was not used and replaced. The patient experienced no consequences.